Event description:
Physician states: it was impossible to insert the stent in question into an oscor sheath. The stent was already slightly apart at the distal end, making it very difficult to insert! It was then no longer possible to advance it in the native vessel! The v12 was already damaged before the implantation or before it was inserted into the sheath. The stent was slightly apart at the tip, so that inserting it into the oscor lock was already slightly difficult! In the native vessel, the catheter could no longer be pushed forward!

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Corrected data: h6 medical device problem code additional information: investigation: the details of the complaint were the following. ¿it was impossible to insert the stent in question into an oskor sheath. The stent was already slightly apart at the distal end, making it very difficult to insert! It was then no longer possible to advance it in the native vessel! The v12 was already damaged before the implantation or before it was inserted into the sheath. The stent was slightly apart at the tip, so that inserting it into the oscor lock was already slightly difficult! In the native vessel, the catheter could no longer be pushed forward! The stent has unfortunately been disposed of.¿ additional information was requested once the original complaint details were provided. When asked ¿what measures were taken?¿ the response was ¿first, try to pre-dilate the target vessel with a 3 mm balloon catheter, then try again¿ follow up remarks were also listed in the communication that ¿the stent was slightly apart at the tip, so that inserting it into the oscor lock was already slightly difficult! In the native vessel, the catheter could no longer be pushed forward!¿ the device in question was not returned nor was the oscor introducer sheath used in the case. No images of the product were provided. In this regard the complaint cannot be confirmed. A contemporaneous sample was not available for evaluation as there is no inventory left of this product lot of catheters. A recurring lot number query was conducted and there have been no other complaints associated with this lot of stent delivery systems (l/n 505453). A review of the device history records was conducted to determine if there were any anomalies during the manufacturing of the product. No concerns were identified. There were no complaint trends identified for the failure mode during the review period. Based on the review of the details and the review of the device history records there is no evidence to suggest that the stent was defective or partially opened on one end when received by the user. As such the root cause of the complaint is impossible to define. There is a possibility that when the device was prepped for use following the instructions for use 011781 revision ab, positive pressure was mistakenly applied.

Event description:
N/a.

Manufacturer narrative:
Additional information: section a1, a2, a3, a4 & d10.